Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The vessels had severe tortuosity and calcification. The aortic neck angulation was 25 degrees, it was 15 mm long, its diameter at the level of the renal arteries was 20 mm, and 10 mm below it was 24-26 mm in diameter making it reverse taper shaped. It was reported that an angiogram was performed and revealed a proximal type 1 endoleak. The physician elected to place an aneurx aortic cuff which successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
\Required intervention. Endoleak. Reverse taper shaped aortic neck.